Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant inratio value. (B)(6) 2014, inratio 1.6 lab 2.0. Time between testing between 1 and 1 and 1 1/2 hours. Patient's therapeutic range unk.